Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. An x-ray was taken which revealed that the rv and ra leads had both dislodged. Subsequently a revision procedure was performed where the rv lead was explanted and the ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.